Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No more responses were received, and no information was made available.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the gas analyser module failed to give no readings. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.